Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead exhibited noise. Device programming was performed. The patient was stable throughout.

Event description:
New information received noted the patient presented in clinic for follow up. Upon review, right atrial lead noise was observed. Right atrial lead noise was reproducible in clinic with isometrics. Lead measurements appeared stable and no intervention was reported. The patient was stable throughout.